Manufacturer narrative:
(B)(4)

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6)2025. On (B)(6)2025, the pediatric patient experienced a skin reaction with itching, burning, rash, redness, inflammation, pimples, blisters, dry skin, drainage, and pustules, extended beyond the patch perimeter. The patient was seen at the hospital and was diagnosed with staphylococcus. The reaction was treated with a prescription of an unspecified oral antibiotic, a nasal cream and body wash called dermol 500 lotion. At the time of the report the patient was stable. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.